Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a 574 error code on their patient programmer and experienced a loss of stimulation. It was noted that the code indicates a loss of programs. It was later reported that the programs in the device were erased. A manufacture representative reportedly reset the programming and the patient was fine.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3887-33, lot# j0220178v, implanted: (B)(6) 2002, product type lead. (B)(4).